Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer also states that there is a keypad anomaly. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to keypad connector on lcd board being unlocked. Insulin pump was unable to verify alarms due to unresponsive keypad button. Insulin pump had minor scratches on lcd window and cracked battery tube threads.